Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens optic is torn in half and a portion is torn off with a haptic. There is clear and reddish surgical on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was using a three piece silicone lens model aq2010v and noticed the trailing haptic got curled around the injector tip and tore off during insertion. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.